Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator had a blow to the front that has broken the touch glass. In addition the power cable was damaged, the resistance exceeds the limit of 200 mohm. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The customer was sent a quote for service/repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was not being used for treatment when the reported event occurred. There was no patient involvement. The customer was sent a quote for service /repair. The quote for service expired and the unit was not repaired. Multiple attempts were made to obtain additional information. If additional information becomes available later, a supplemental report will be submitted. The root cause could not be determined.